Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during use, when connecting the 250ml cassette, multiple times the device exhibited and alarm and several messages regarding occlusion. The reporter believed the problem may have been either the flow-stop mechanism or that they give a large volume spinal bolus of 2ml. Per the reporter, after further discussion with the healthcare provider, it was believed that the cause could have been related to administration by bolus doses. The doctor confirmed that the patient received the correct dose of medication. Per the reporter, there were no patient adverse effects.